Event description:
It was reported that during a back of the knee balloon angioplasty, a long unspecified 6f sheath was inserted in the right groin. A steelcore guide wire was contralaterally advanced without resistance from the right groin to a mildly stenosed, mildly tortuous left peroneal artery. A fox sv balloon dilatation catheter was advanced without resistance to the affected area and was used to dilate the lesion. During the removal of the fox sv, the catheter became stuck on the guide wire. The physician was forced to remove the guide wire and fox sv catheter as one unit. The lesion was reaccessed with another steelcore guide wire; no resistance was met. Another fox sv catheter was used. No resistance was met during the advancement of the catheter until the balloon section of the device was just past the end of the sheath in the patient. At that point, the physician was unable to advance the catheter any further. The fox sv catheter was able to be removed from the guide wire, but with difficulty. The steelcore guide wire was removed from the anatomy. Another unspecified 0.035 guide wire was inserted and the procedure was completed with an armada 35 catheter. There was no significant delay in the procedure and there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The three other devices (2 fox sv pta catheters, steelcore guide wire) referenced are being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore, an analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.